Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary failed drawer and unable to release the cubie. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was unable to release cubie. A field service engineer checked the pocket and found that a medication broke and spilled its liquid onto the roll board contacts, then tried to clean the solution with no success, so replaced the roll board, after that it was working perfectly. The system functioned as intended after the field service engineer repaired the device.